Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, it was reported that the although the pump was set to vibrate when blood glucose (bg) was high or low, the pump did not always "respond fast enough" to a low or high bg. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.